Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the mildly tortuous and mildly calcified anastomosis. A 4.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilation. However, on initial inflation at 24 atmospheres for 20 seconds, leakage of contrast media was noted and the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.